Manufacturer narrative:
The reference c241437 has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the rayone toric rao610t was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm/injury to the patient as a result of the event. Within the rayone preloaded iol injection system use risk analysis forcing a blocked injector and inadequate lubrication are identified as possible causes of "lens optic damage". Additionally, this risk analysis identifies possible causes for "trapped/ torn lens haptic/ optic during insertion" to be; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 083220489 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated incident. No other incident, of any type, have been received against the rayone toric rao610t batch 083220489. There is insufficient evidence and information available to determine the cause of lens optic damage following implantation in this case.

Event description:
On 10th july 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation a crack was observed in the lens optic necessitating iol explantation.